Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report excessive no delivery alarms and high blood glucose levels. The customer's reading was 600 mg/dl. The customer treated with a manual injection. The customer declined to troubleshoot. The customer was advised to call back if problems persisted. Nothing was replaced or returned for analysis.